Event description:
It was reported that a patient's high voltage lead was found in the left ventricle. The physician had initially implanted the lead here by mistake, using the incorrect blood vessel to access the heart. The lead was explanted and replaced on (B)(6) 2022. The patient is currently recovering.